Event description:
It was reported that during an unk procedure, the device did not fire. Unk how the case was completed. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Cartridge pan dislodged. Eval summary: the analysis showed that the atb35 device was rec'd in good visual condition and with a reload loaded in the device. The reload was rec'd partially fired and with the reload lock out tab damaged. Additionally, the cartridge reload pan was noticed to be detach. The damage to the reload is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. If the force applied on the firing trigger is high enough it may caused cartridge reload to detach from the pan. Firing through the lockout mechanism can break the device. Please reference the instruction for use for more info. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process.